Manufacturer narrative:
The message log for this event has been requested but has not been received. The customer reported that repeat testing was performed to confirm correct results and a corrected report was issued. The customer states quality control is passing. The cause for this event is unknown.

Event description:
The customer reported discrepant troponin results on the stratus cs. There was no report of injury due to this event.